Event description:
Pt was being transferred in whirlpool lift chair into whirlpool tub and during the transfer, the base of the lift broke, causing the chair to tilt over with the pt strapped in chair. The cause of the malfunction was due to corrosion of the metal of the base. The pt was not injured, except for initial c/o l wrist pain, which has since subsided.